Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. The reported product is not expected to be returned as reporter indicated they "refuse to return the device." Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation."refuse to return the device." The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unknown unspecified display light issue on their adc meter for two days, as a result, the customer was unable to monitor their blood glucose and called emergency services. An unknown high glucose test was obtained on the hcp meter and the customer was provided unknown medication for treatment and was sent home. No further information was provided as the customer refused to continue to troubleshoot. There was no report of death or permanent injury associated with this event.